Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise and a drop in pacing impedance measurements down to 296 ohms. The physician elected to replace the rv lead. During the procedure, insulation damaged was noted and the rv lead could not be removed so it was surgically abandoned. No additional adverse patient effects were reported.